Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was intermittent. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that the touchscreen was bad and was found during a touchscreen calibration. The se replaced the touchscreen to resolve the issue. The system meets the specification for the performed service and is returned to use.